Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No missing material. As a result of the blade damage, functional testing for motion related issues cannot be performed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have blade damage at the middle of the blade. One of the blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that the piece fell from distal end of monopolar curved scissors instrument. There was no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and was unable to obtain any additional information.